Event description:
It was reported via repair work order that the foot right siderail would not lock in the up position and would not swing up and down correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.